Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the application of medication, a catheter showed a defect at the junction between the extension line and the "wing" for the suture. This resulted in spontaneous bleeding from one leg. The identical catheter, the defect was in the same place. In this case, a medication was applied and it drained from the extension line." The cvc was removed, and a new cvc was placed. The patient's current condition is reported as "fine." Associated MDR number 3006425876-2024-00208.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the application of medication, a catheter showed a defect at the junction between the extension line and the "wing" for the suture. This resulted in spontaneous bleeding from one leg. The identical catheter, the defect was in the same place. In this case, a medication was applied and it drained from the extension line." The cvc was removed, and a new cvc was placed. The patient's current condition is reported as "fine". Associated MDR number 3006425876-2024-00208.

Manufacturer narrative:
(B)(4) the actual device involved in the event was not returned; however, the customer returned unopened representative kits for evaluation. One of the kits was opened for further inspection. Visual inspection of the returned components revealed no obvious defects or anomalies. The catheter body length from the juncture hub to the distal end measured 217mm which is within the specifications of 207-227mm per product drawing. The catheter body outer diameter measured 2.42mm, which is within the specification limits of 2.36-2.46 mm per the catheter extrusion product drawing. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed using a lab inventory 10ml syringe. No leaks or blockages were observed in any of the extension lines. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The report of a leaking extension line was not confirmed through complaint investigation of the returned samples. The actual device was not returned and no defects or anomalies were observed on the returned representative samples. Each of the lumens passed functional leak testing performed per iso 10555-1 and no evidence of leaking was observed with any of the lumens. Based on these circumstances, no problem was found with the returned representative samples, thus the probable cause for this complaint could not be determined without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI) (B)(4).

Event description:
It was reported "during the application of medication, a catheter showed a defect at the junction between the extension line and the "wing" for the suture. This resulted in spontaneous bleeding from one leg. The identical catheter, the defect was in the same place. In this case, a medication was applied and it drained from the extension line." The cvc was removed, and a new cvc was placed. The patient's current condition is reported as "fine". Associated MDR number 3006425876-2024-00208.